Event description:
It was reported the pt was unable to communicate with the ipg using the programmer. A new programmer was used, and the low battery flag was received longevity calculation was performed and the ipg may have depleted prematurely.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.